Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was found in the plug on the bd venflon¿ pro safety IV cannula with instaflash¿ during use. The following information was provided by the initial reporter, translated from (B)(6): "the plug that comes with venflon has in this batch sometimes hole in. We have experienced it a 4/5 times they the last couple of days. If we use others plugs / membrane then there is no problem in using venflon itself - as long as you do not use the plug included."

Event description:
It was reported that a hole was found in the plug on the bd venflon¿ pro safety IV cannula with instaflash¿ during use. The following information was provided by the initial reporter, translated from danish: "the plug that comes with venflon has in this batch sometimes hole in. We have experienced it a 4/5 times they the last couple of days. If we use others plugs / membrane then there is no problem in using venflon itself - as long as you do not use the plug included."

Manufacturer narrative:
H.6 imdrf annex a code: a0504. H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. As no sample and no photo was returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Based on the verbatim, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of end cap. The air vent may be choke during molding and cause hot air to be trap. This affects the material flow to the final fill area at luer cone tip. CAPA#4710247 was initiated to address the issue. Complaint trend would be monitored. Complaint will be reopened when sample is returned.